Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported that the touch screen is blank, and the screen on quick bolus button has become unresponsive. Pump does not illuminate when plugged in to a power source. No impact to customer's blood glucose level.